Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer has been hard to wake up for the past 5 days due to blood glucose in the 30's mg/dl. Customer's last blood glucose was 61 mg/dl. Caller stated that the insulin pump is not the issue. Customer is at school without any transmitter or sensors because she has not had to use them for the past 2 years. Caller stated that she will call back.